Event description:
During insertion of cement down femoral canal co's cement gun's plunger mechanism ruptured the gasket of the artisan syringe. The surgeons rushed to hand pack the excess cement into the femoral canal. There was no adverse consequence for the pt or delay in surgery or anesthesia time.